Event description:
It was reported that the console was displaying low power. No error messages were displayed. What is occurring is that when the console is being used, the debris shield and fiber are not transmitting the holmium power through both parts. The result is low power transmission through the fiber. The debris shield was damaged. The tech replaced the debris shield and the fiber to resolve the event. There was no patient involved with the event.

Manufacturer narrative:
The console was serviced at the customer's facility. The field service engineer confirmed the debris shield was damaged. The debris shield was replaced. The console system was checked and found to be ready for use. The debris shield was later returned and underwent thorough analysis upon receipt at our quality assurance laboratory. Visual examination of the debris shield found white ash burnt marks on it.

Event description:
It was reported that the console was displaying low power. No error messages were displayed. What is occurring is that when the console is being used, the debris shield and fiber are not transmitting the holmium power through both parts. The result is low power transmission through the fiber. The tech replaced the debris shield and the fiber to resolve the event. There was no patient involved with the event.

Manufacturer narrative:
The device was not returned for analysis. However, the console was serviced at the customer's facility. The field service engineer confirmed the debris shield was damaged. The debris shield was replaced. The console system was checked and found to be ready for use.

Event description:
It was reported that the console was displaying low power. No error messages were displayed. What is occurring is that when the console is being used, the debris shield and fiber are not transmitting the holmium power through both parts. The result is low power transmission through the fiber. The debris shield was damaged. The tech replaced the debris shield and the fiber to resolve the event. There was no patient involved with the event.